Event description:
It was reported that an infection was noted when it comes to this system. Oversensing and inappropriate shocks were also reported. A revision took place and the electrode was explanted and returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections noted a partial tear in the terminal boot, cut in the insulation, and a compressed sense b distal ring with tool marks noted, all of these observations were likely related to explant damage. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This investigation is completed. Should additional information become available this investigation will be updated.

Event description:
It was reported that an infection was noted when it comes to this system. Oversensing and inappropriate shocks were also reported. A revision took place and the device was explanted while the electrode remains implanted. No adverse patient effects were reported.